Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced bleeding from the insertion site for over three hours. The patient applied a pressure bandage to the insertion site; however, after two hours, it was still actively bleeding. He went to the emergency department where he received three sutures and the bleeding stopped. The insertion site was numbed with local anesthesia prior to suturing. At the time of the report, the patient had recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.